Manufacturer narrative:
(B)(4).

Event description:
Information was received was a healthcare professional via a clinical study in regard to a patient receiving hydromorphone 10.0 mg/ml at 1.355 mg/day via an implantable infusion pump. The indication for use (IFU) was listed as non-malignant pain. At an examination on (B)(6) 2015, the patient had pump pocket pain. Per the patient provider, the superior sutures ruptured and the pump was "trying" to rotate in the pocket. A pocket revision was scheduled. The device diagnosis was indicated as pump moving in pocket. The clinical diagnosis was indicated as pump pocket pain. The etiology was indicated as possibly related to the device or therapy and unlikely related to the implant procedure. On (B)(6) 2015, the dose was increased by 25% to infuse 1.696 mg/day. A pump pocket revision and placement of pump in dacron pouch occurred on (B)(6) 2016. At an examination on (B)(6) 2016, the site looked clean, dry, intact and well-appointed. The patient was getting good pain relief and pump is no longer rolling. The outcome resolved without sequelae on (B)(6) 2016.